Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 361 mg/dl. Although troubleshooting was attempted, the caller declined further actions to resolve the occlusion. The customer reverted to an alternate method of insulin therapy.